Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned instrument found the trial spacer to be broken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that d2038-20-000 was cracked and was given to the sales rep. All pieces were found. No surgical delay.